Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there were several blocked 30-guage cannulas in the packs during cataract surgery. The procedure was completed. There was no patient harm.

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of corrected product information. G.9. Manufacturer report number corrected and reported under MDR # 2685005 for mfg 2523835-2024-02504. The manufacturer internal reference number is: (B)(4).